Event description:
The customer returned the colonovideoscop to the service center for evaluation related to a separate issue. During testing the service center identified foreign material was found in air/water tube, air/water cylinder and jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in air/water tube, air/water cylinder and in jet tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.